Manufacturer narrative:
This report is submitted on october 16, 2023.

Event description:
Per the clinic, the patient experienced a migration of electrode. Revision surgery is planned for the patient, however, this has not occured as of the date of this report.